Manufacturer narrative:
Unit has been evaluated by our cse. Cse has not concluded the evaluation. Npb will send a follow up report when evaluation is completed.

Event description:
The customer alleged that the ventilator stopped cycling while in patient use. No patient harm reported as per customer. The nellcor puritan bennett customer support engineer (cse) inspected the device and has not concluded the investigation.